Manufacturer narrative:
The reported field event of erosion and infection was reported. The device was tested on the bench no anomalies were found.

Event description:
It was reported that pocket erosion and infection was noted. ICD and leads were explanted. Patient was stable prior during and post procedure.